Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a inferior vena cava filter placement procedure, the filter could not be released by the pull-back release system. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a inferior vena cava filter placement procedure, the filter could not be released by the pull-back release system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10:h10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: g3 h11: h5, h6 (device) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.